Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 20042252.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent a revision procedure wherein the lead and splitter were replaced and were discarded by the medical facility. The patient was doing well postoperatively.